Event description:
The event is reported as: the device is not heating during use on a pt. No pt injury reported and no medical intervention required.

Manufacturer narrative:
The results of the investigation are not available at the time of this report.